Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of the event was reported as an unknown date ¿almost 16 months ago¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an incisional hernia coincident with peritoneal dialysis (pd) therapy. The cause of the incisional hernia was unknown, though it was reported that the hernia was diagnosed after the birth of the patient's baby. It was further reported that the hernia had not worsened with pd therapy. Forty seven days prior to the receipt of this report, the patient was hospitalized for the event. On an unknown date during hospitalization, the patient underwent an incisional hernia repair. The peritoneal dialysis registered nurse (pdrn) reported that pd therapy remained ongoing, though when asked about treatment for the incisional hernia the pdrn stated "the pd catheter was removed as treatment for the incisional hernia." At the time of this report, the hernia event remains ongoing. No additional information is available.